Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 6.1mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted on the electronic assembly. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.